Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer could not insert needle into cartridge. There was no reported adverse impact to the customer's blood glucose level. Customer was out of cartridges at the time of call.